Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter was reading inaccurately high compared to another device as well as giving inaccurately high control solution results. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy issues first occurred at an unspecified time on (B)(6) 2016. At this time the patient obtained an inaccurately high control solution result of "180mg/dl" the patient also obtained a blood glucose result of "190mg/dl" with the subject meter and a result of "143mg/dl" with another device within 30 minutes of one another. The patient manages their diabetes with insulin (no adjustments) and did not specify making any changes to their normal diabetes management regimen as a result of the alleged product issue. An unspecified period of time after the alleged product issue occurred, the patient developed symptoms of "cold sweats and shakes" symptoms which were associated with hypoglycemia. In response to these symptoms the patient self-treated by consuming additional food and/or drink. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter. The control solution result obtained fell out with the acceptable control solution range for the test strip lot being used. However, the test strips being used had expired. The products were requested back for evaluation and replacement products were sent to the patient. Although the test strips the patient was using had expired, this complaint is being reported because the patient claimed to have experienced symptoms which are suggestive of serious injury. The alleged meter issues could not be ruled out as a cause or contributor to this event.